Event description:
Attempting to treat in-stent restenosis of a previously placed bare metal stent an external iliac artery by contra-lateral access, the doctor felt a slight resistance after introducing the stent in the sheath. As the stent was exiting the distal end of the sheath he became aware that the stent had dislodged partially from the balloon. At this point he decided to pull back the catheter and removed the stent from the sheath without further advancement or deployment.

Manufacturer narrative:
The stent was flared on the distal end and had been pushed up over the distal cone. This may have happened when the doctor pulled the catheter back through the introducer sheath. There were no signs that the balloon had been attempted to be inflated and there was no inflation media present in the balloon cones. The catheter delivery system was in good condition with no visible damage. The catheter system was inspected to verify that the product was properly crimped during manufacturing. When the product is crimped, the struts impart permanent imprint to the exterior of the balloon. When the device was examined the crimp marks were visible which indicates that the stent was properly crimped onto the balloon. We have not been able to determine any fault due to manufacturing. A review of the production lot history data from quality control indicated successful passage of the lot qualification samples through a 7 french cordis introducer sheath. With no additional procedural details, or the introducer sheath used in the case it is difficult to re-enact the exact conditions experienced during the clinical procedure and therefore determine root cause.